Manufacturer narrative:
Unit received with operating currents within spec. Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/a33 test due to faulty fsr (gold). Unable to perform occlusion test, displacement accuracy test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018. Customer¿s blood glucose was in the 320 mg/dl at the time of incident. Customer¿s current blood glucose level was 167 mg/dl. Customer was treated with saline drip. Insulin pump had motor error alarm. Drive support cap was normal. The insulin pump will be returned for analysis.